Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The complaint could not be confirmed as the device has not been made available to olympus for evaluation. For this reason a definitive root cause leading to the reported failure could not be determined. However, it is likely the ejection of the laser-cut hypotube ("coil") from the distal end was a result of mishandling or misuse. Care must be taken when inserting and deploying the needle and to avoid damage, the instrument must be inserted into an endoscope in its neutral position. The instructions for use have the following statement which can prevent the event: "turn the endoscope¿s up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument."

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure a piece of the coil (metal) fell into the patient's airway. The piece of metal that fell was able to be retrieved. There was no known patient harm or injury reported due to the event. No user injury reported.